Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that the lead safety switch had triggered for the right atrial (ra) lead due to high out of range pacing impedance measurements. Review of the data also found consistently low p-wave measurements and oversensing of noise leading to non sustained episodes. The lead was reprogrammed to unipolar configuration and the patient will be monitored. No adverse patient effects were reported.